Event description:
It was reported from the intensive care unit (ICU) that the tubing set leaked at the pump segment during an infusion of propofol 1000 mg/100 ml at a rate of 13.81 ml/hr. There was no consequences or impact to the patient.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of leak at pumping segment was confirmed. Photos provided by the customer shows fluid leaking from the silicone segment directly below the upper fitment component. The root cause of this failure was not identified as no product was returned. Device history record for model 2426-0007 lot 20035119 shows that the set was manufactured on 1 march 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
It was reported from the intensive care unit (ICU) that the tubing set leaked at the pump segment during an infusion of propofol 1000 mg/100 ml at a rate of 13.81 ml/hr. There was no consequences or impact to the patient.

Manufacturer narrative:
No product will be returned per customer because the product was discarded. Although requested, information on race, ethnicity, admitting diagnosis, and relevant history were not provided.

Event description:
It was reported from the intensive care unit (ICU) that the tubing set leaked at the pump segment during an infusion of propofol 1000 mg/100 ml at a rate of 13.81 ml/hr. There was no consequences or impact to the patient.